Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a suspected ventricular fibrillation (vf) episode in which 8 shocks were delivered and therapy was exhausted, the patient spontaneously converted the rhythm. It is suspected that the patient may have fainted. This ICD remains in service. No adverse patient effects were reported.